Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported a red x and "service required" error message. There was no report of patient involvement.

Event description:
The customer reported a red x and "service required" error message. The philips bench technician who evaluated the device and spoke with the customer clarified that an ECG bias error was reported. There was no report of patient involvement.